Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of premature baby ('preterm newborn 35+5 weeks'), atrial septal defect ('patent foramen ovale') and micrognathia ('retromicrognathia') in a male neonate whose parent had inserted essure (batch no. D87028) at the time of conception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the parent had essure inserted. On (B)(6) 2019, the neonate was diagnosed with premature baby (seriousness criterion medically significant) and low birth weight baby ("preterm newborn 2370g"). On (B)(6) 2019, the neonate was diagnosed with micrognathia (seriousness criterion congenital anomaly). On (B)(6) 2019, the neonate was diagnosed with atrial septal defect (seriousness criterion congenital anomaly), hyperbilirubinaemia ("hyperbilirubinemia"), somnolence ("drowsiness but reactive to stimuli."), constipation neonatal ("he has not had a bowel movement in the last 48 hours"), weight decrease neonatal ("weight loss of 11.8% at 4 days of age despite supplemented breastfeeding.") And hypotonia neonatal ("episode of hypotonia without abnormal movements or discoloration in relation to the feedings"). Essure was removed on (B)(6) 2019. The neonate was treated with colecalciferol (vitamin d3). At the time of the report, the premature baby, atrial septal defect, micrognathia, hyperbilirubinaemia, somnolence, constipation neonatal, weight decrease neonatal, hypotonia neonatal and low birth weight baby outcome was unknown. The reporter considered atrial septal defect, constipation neonatal, hyperbilirubinaemia, hypotonia neonatal, low birth weight baby, micrognathia, premature baby, somnolence and weight decrease neonatal to be related to essure. The reporter commented: requires phototherapy since 4 days of life due to bilirubin in range at admission (15.7 mg / dl) allowing withdrawal after 24 hours. Subsequent controls out of range of phototherapy, difficulties in establishing breastfeeding. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 2.37 kgs. Blood bilirubin - on an unknown date: 15.7 mg/dl. On (B)(6) 2019, her mother had an urgent cesarean section, with extraction of the left essure, without being able to locate the right essure. Batch no d87028 production date 2015-04-15 expiration date 2018-04-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 16-jun-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of premature baby ('preterm newborn (B)(6) weeks'), atrial septal defect ('patent foramen ovale') and micrognathia ('retromicrognathia') in a male neonate whose parent had inserted essure (batch no. D87028) at the time of conception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the parent had essure inserted. On (B)(6) 2019, the neonate was diagnosed with premature baby (seriousness criterion medically significant) and low birth weight baby ("preterm newborn (B)(6) g"). On (B)(6) 2019, the neonate was diagnosed with micrognathia (seriousness criterion congenital anomaly). On (B)(6) 2019, the neonate was diagnosed with atrial septal defect (seriousness criterion congenital anomaly), hyperbilirubinaemia ("hyperbilirubinemia"), somnolence ("drowsiness but reactive to stimuli."), constipation ("he has not had a bowel movement in the last 48 hours") and hypotonia ("episode of hypotonia without abnormal movements or discoloration in relation to the feedings") and was found to have weight decreased ("weight loss of 11.8% at 4 days of age despite supplemented breastfeeding."). Essure was removed on (B)(6) 2019. The neonate was treated with cholecalciferol (vitamin d3). At the time of the report, the premature baby, atrial septal defect, micrognathia, hyperbilirubinaemia, somnolence, constipation, weight decreased, hypotonia and low birth weight baby outcome was unknown. The reporter considered atrial septal defect, constipation, hyperbilirubinaemia, hypotonia, low birth weight baby, micrognathia, premature baby, somnolence and weight decreased to be related to essure. The reporter commented: requires phototherapy since 4 days of life due to bilirubin in range at admission (15.7 mg / dl) allowing withdrawal after 24 hours. Subsequent controls out of range of phototherapy, difficulties in establishing breastfeeding. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Blood bilirubin - on an unknown date: 15.7 mg/dl. On (B)(6) 2019, her mother had an urgent cesarean section, with extraction of the left essure, without being able to locate the right essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.